Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus and basal delivery. Unable to confirm other error alarms due to an erased history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, and broken battery tube threads.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump while priming. The customer's blood glucose was 150 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. He was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.